Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient for detecting atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode. The patient was under the influence of substance abuse. The device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.